Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that the tlc75 first firing was good. The second firing had a gap at proximal end. It was small bowel so the surgeon does not feel the tissue was too thick for "blue" cartridges. The surgeon wonders if the small bowel prolapses, causing the mucosa to pouch. He has sent a letter which the co will fax as soon as it can. The surgeon oversewed the spot to complete to case.